Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. The recipient will be monitored by the clinic.

Event description:
Affected channels are seen, but there is no impact on performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels are seen, but there is no impact on performances. Explantation is under consideration.